Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer¿s blood glucose level. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 576 mg/dl. Bg level was corrected with a bolus via the pump and syringe. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Also, it was reported that the customer experienced an elevated blood glucose (bg) level of "500's" mg/dl; cause was not known. A correction bolus via the pump and syringe was delivered to address bg. Customer reverted to a backup insulin pump.